Manufacturer narrative:
Section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: 6/27/2023. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification revealed that the complaint lens was received cut in half and had both haptics bent. The lens was cleaned and, scratches on the lens could also be observed. Based on the return condition of the lens, no further product evaluation could be performed. Conclusion: the complaint issue "haptic damage" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Based on the complaint investigation results, the product was released within specifications. The complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the za9003 intraocular lens was inserted in the patients right eye and after insertion it was noted that the haptic was crimped. Lens was removed and replaced with same model and diopter during the same procedure. Lens was cut in half and removed. Patient was doing well and fine. Additional information received revealed that there were no other issues or injuries or interventions performed. It is unknown whether there was any use error. No other information is available.

Manufacturer narrative:
Section h3: other 81: the device was not returned for evaluation as the lens remain implanted in the eye. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.